Event description:
Dislocations with the fixed bearing posterior stabilized type tc-plus(r) knee prosthesis were discussed. It was stated that the dislocations happened during full flexion with muscle relaxation and they could be manually reduced with the patient being given muscle relaxant. It showed two episodes of dislocation and there was no more dislocation in each case after quadriceps strengthening and walking exercise. This information was identified during a literature review in the following article: cho, s. H., et al. (2010). "A case of recurrent dislocation of the posterior-stabilized total knee prosthesis." The journal of korean knee society 22(2): 130-135.